Event description:
It was reported that this system with a pacemaker and right ventricular (rv) lead showed what appears to be loss of capture (loc) with high capture thresholds with over one thousand rv automatic threshold tests being logged. This appears to be a signal of device in suspension. As there is no backup pacing in suspension, the loc was suspected as well as small, evoked response at other times. Testing the threshold manually and programming fixed output was recommended for this pacemaker and rv lead that remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.